Manufacturer narrative:
Evaluated two open and used reservoirs. Performed pre-fill reservoirs test and found reservoirs had no leakage anomaly when removing the plungers, performed manual test and found plungers easy to release from stopper-plungers.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 500 mg/dl. Customer stated that the leak was at past 2nd o ring. Customer declined troubleshooting for high blood glucose. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.